Event description:
The patient was revised because of laxity with the pcl, soft tissue, and poor bone quality. Osteolysis and some poly wear was noted.

Manufacturer narrative:
Examination was not possible,, as the product was returned. The investigation was limited to the information provided, as the product code and lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that, it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after approximately 15 years of implantation. The need for corrective action is not indicated.